Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified yellow particles on the fill channel and fluids.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.